Manufacturer narrative:
This report is being filed on an international product, list number 7k78 that has the same product distributed in the us, and 510k of k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer generated a negative architect total bhcg result. The patient (26 year old female) generated architect total bhcg negative result of <1.2 miu/ml, repeated negative of <1.2 miu/ml (reference range: <5miu/ml). The patient suspected a pregnancy, and used a urine test strip with a morning sample with a positive result . No impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated. Additional information was received from the customer on 11mar2026. The customer believes the architect total bhcg negative results is correct and the urine strip positive result is incorrect for the patient. The customer also believes the architect total bhcg reagent and architect instrument are working with no issues. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer generated a negative architect total bhcg result. The patient (26 year old female) generated architect total bhcg negative result of <1.2 miu/ml, repeated negative of <1.2 miu/ml (reference range: <5miu/ml). The patient suspected a pregnancy, and used a urine test strip with a morning sample with a positive result . No impact to patient management was reported. The customer provided additional information on 11mar2026. The customer believes the architect total bhcg negative results is correct and the urine strip positive result is incorrect for the patient. The customer also believes the architect total bhcg reagent and architect instrument are working with no issues. Based upon this new information, this complaint is no longer a reportable event.